Manufacturer narrative:
This device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensed noise on the right ventricular (rv) lead. As a result, inappropriate non-sustained ventricular tachycardia (nsvt) episodes were stored. No adverse patient effects were reported. This pacemaker remains in service.